Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the scratches on the screen of insulin pump and they had to tilt insulin pump to read. The customer¿s blood glucose was unknown. The customer stated that threads was worn on battery compartment when trying to open and close also belt clip was not tight, as it pops out. The customer stated that battery life was diminished. The device will not be returned for analysis.